Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography procedure, the subject wire broke. The procedure was completed with an olympus back-up device. There was no report of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection. Based on the investigation result, a likely mechanism causing the cutting wire breakage might be the following. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional field updates: d4: expiration number, h4 corrected field update: d4 lot number, this supplemental report is being submitted based on additional information provided.

Event description:
No additional information received from customer.